Manufacturer narrative:
Based on the claim against the product by the customer noting the clips would not fire properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement. The instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure for this instrument during this procedure reported in the remote fe log. Additional observation related to customer reported complaint: the instrument was found to have an input disk broken. Input disk 7 was found completely detached from the base of the housing. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem -o-lok clip applier would not fire clip properly. The instrument was removed from surgery and parts were found to be broken upon inspection. Back up instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.